Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018 left deflation was observed by the patient, and confirmed by physical examination. As a result, an explant is planned for (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) for the lot number 6503408 was reviewed on (B)(6) 2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Additional information was received on 6/21/2018. The explant date originally reported, (B)(6) 2018, is invalid. The patient had to reschedule the surgery. When the new explant date is made available, a supplemental report will be submitted. (B)(4).